Manufacturer narrative:
Date of event: estimate. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication for a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported a proglide device was attempted in an unspecified vessel. Reportedly, the knot deployed outside the anatomy. A second proglide device was used to achieve hemostasis. No additional information was provided.